Event description:
The physician implanted the 2.7mm - 1st mtp fusion plate left - 10 degrees into the pt on (B)(6) 2015. During the six (6) week follow up visit, it was revealed that the plate was broken. The plate was explanted on (B)(6) 2015.

Manufacturer narrative:
The review of the DHR for this lot did not identify any non-conformances. The review of internal trending did not identify any negative trends for this part. This review of this issue against the risk profile does not indicate that an update is required. The explanted device was returned to osteomed for eval. The plate thickness is the most critical dimension for plate strength. The thickness of the returned plate, measured as several locations, was found to be within spec. The plate was implanted without using a cannulated lag screw under the plate. The use of this cannulated screw is indicated by the extremilock surgical technique guide, and serves to provide compression across the 1st mtp joint. Also, there was no screw implanted in the plate hole where the break occurred. Omission of this screw increases the likelihood of plate failure when subjected to loading. Omission of these screws alone will not cause the plate to fail unless the plate is also subjected to excessive stress due to loading. The IFU for the extremilock foot plating system, implants are not intended to endure excessive abnormal functional stresses.